Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, correct drug dosage was not available in the mar. The user dispensed omnipaque from the station, while the emr only listed 180 mg and 300 mg options. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there was no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(4) was performed from the date of manufacture, 10-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue.